Event description:
It was reported that following a carpal tunnel surgery, the patients ipg was turning on and off. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.

Manufacturer narrative:
Sc-1200 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Therefore no problem was detected.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following a carpal tunnel surgery, the patients ipg was turning on and off. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.